Event description:
The customer reported to olympus, having image issues on the hd camera head. Upon inspection and testing of the customer returned device, no image due to a faulty charged coupled device. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a punctured cable, no image due to a faulty charged coupled device and a failed leak test. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, no image was displayed due to a faulty charge-coupled device (ccd), and the cause of which could not be identified. Olympus will continue to monitor field performance for this device.